Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed and the lower case broken.

Event description:
It was reported the unit will not power on. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.